Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a set screw anomaly was confirmed in the laboratory. Upon receipt, the septum and set screw were not returned. A replacement set screw was used to secure into the connector block and it was noted that the set screw would not properly insert. Visual inspection identified the threads in the connector block were cross-threaded. This prevented the set screw from properly securing to the connector block and lead. The cause of the cross-threaded connector block could not be determined.

Event description:
It was reported that the physician had issues with the set screw. The set screw backed out and the physician had trouble threading it back in. The ICD was replaced. No further information is available.